Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction the results of the final investigation. Updated fields: d8, d9, h2, h11. In addition, the following reportable malfunctions were identified during the device evaluation: e226 (endoscope communication error occurred). Based on the results of the investigation, it is likely the following led to the malfunction cause due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had error 8226. The event occurred during procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: b5, e1. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported issue was confirmed. Repaired the cable unit breakage that was considered to have contributed to the occurrence of the customer's indicated event based on the repair inspection results. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had error code 8226. The event occurred during an unspecified procedure, during sedation while device inside patient. There were no reports of patient harm.